Event description:
Per the clinic, the patient experienced wound dehiscence at the incision site, exposing the receiver/stimulator.

Event description:
It was also reported that the recipient developed a skin breakdown at the postauricular incision site.

Event description:
Per the clinic, the patient experienced a skin infection and purulent discharge at the postauricular incision site and was treated with oral antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2023. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.